Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to a corroded motor home switch. Unable to performe the displacement test due to the motor error alarm. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the insulin pump had a damaged drive support cap. It was also stated that the unit sometimes alarms motor error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.